Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Additional initial reporter phone: (B)(6). Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. (B)(4).

Event description:
It was reported that 2 unspecified venflon prosafety leaked during use. The following was reported by the initial reporter: "it was reported via post market survey that the clinician encountered leakage of sodium chloride due to infusion connection not screwed on properly to catheter (2)."